Event description:
It was reported that a user¿s new cartridge would not fit into the ilet because the pump had not been rewound prior to removing the old cartridge and attempting insertion of the new one. Symptoms included no adverse clinical effects. Outcomes included successful cartridge insertion after rewinding and completion of user education on the correct supply change sequence. Investigation included troubleshooting by guiding the user to unlock the pump, review on-screen prompts, and perform a rewind before cartridge insertion. Investigation of this case revealed user error related to incorrect supply change steps, with the device and cartridge functioning as designed once the rewind was completed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to follow instructions for use.